Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 24-sep-2025. Investigation summary : bd received 10 samples for investigation. The samples along with 100 retention samples were visually inspected for gel smearing and all samples met specification. Additionally, 5 returned samples were functionally tested for draw volume and all tubes met specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill and gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes underfilled(had vacuum issues) and exhibited gel smearing during collection. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes underfilled (had vacuum issues) and exhibited gel smearing during collection. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field e1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.